Manufacturer narrative:
Scale out of calibration.

Event description:
It was reported by service report that the bed alarm kept going off and the scale reading was inaccurate. It is unk if there was pt involvement or if there were adverse consequences to report.